Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148-2024-04691 (patient identifier (B)(6). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera control unit displayed an e117 error code (olympus tv error). There were no reports of patient harm.